Event description:
The customer reported being hospitalized due to diabetic ketoacidosis, with a blood glucose reading of 600 mg/dl. The customer felt that the event was caused by bad insulin, and felt that the insulin pump was functioning properly. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.